Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported inability to prime the device; resulting in a delay in therapy. It was reported that following an intramedullary rod placement, the pt was extubated and moved from the operating room table to the recovery room cart. The customer contact reported that following extubation, the pt went into a "full arrest" in the operating room. Reportedly, the certified registered nurse anesthetist (crna) attempted to prime the tubing set to deliver epinephrine 4mg, at a rate of 0.2mcg/kg/min, via a symbiq pump; however, the tubing set would not prime. Approx 5 mins later, a replacement tubing set was primed and the therapy was initiated. After an unspecified length of time, the pt was transferred from the operating room to the intensive care unit. Although there was a potential for serious injury, there were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.